Manufacturer narrative:
The accuview graph from the study was returned for evaluation. The graph indicated that there was a failure in the ph sensor of the bravo capsule resulting in false low reading of ph. A review of the device history records indicated that this lot and ID number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which detached prior to end of the procedure. A repeat procedure will be performed. The patient's last known status is stable and there was no patient and user harm.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.